Event description:
It was reported that this pacemaker exhibited premature battery depletion, the battery went from seven years to one remaining in the span of a year. This device was subsequently explanted and replaced. This device has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.